Manufacturer narrative:
Unit had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Unit also had broken battery tube threads with a cracked case at battery tube side causing the battery tube to be exposed, and a stained serial number label. Unable to perform the displacement test due to missing retainer. The test infusion set and reservoir will not locked in place in the reservoir compartment due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack in pump casing around battery compartment. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.